Manufacturer narrative:
Citation: saxon j. Complications of bioprosthetic valve fracture as an adjunct to valve-in-valve tavr. Structural heart. 27 feb 2019; 3:2, 92-99, doi: 10.1080/24748706.2019.1578446. Published online: 27 feb 2019. Earliest date of publication used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of and complications associated with bioprosthetic valve fracturing (bvf) to facilitate valve-in-valve transcatheter aortic valve replacement (viv tavr). All data were collected from case reports. The study population included 8 patients (predominantly female, mean age 76 years), 2 of which were implanted with medtronic mosaic valves (no serial numbers provided) and 6 received corevalve evolut r valves during viv tavr (no serial numbers provided). Among all evolut r valve patients, 1 death occurred. After successful valve implant, a bvf was performed. Following dilatation, during withdrawal of the balloon, the valve embolized into the transverse aortic arch. The valve was further deformed during attempts to expand it with a balloon. Embolization of the valve resulted in acute, severe aortic insufficiency, and also prevented further options to deliver a second valve. The patient expired the next day. No further details were provided on this death. Based on the available information medtronic product was associated with the death.